Manufacturer narrative:
Product was not evaluated due to samples were not returned for investigation. [(B)(4)].

Event description:
It was reported that after using the dressing, blisters resulting from burns were found in some patients.